Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pet syringes veterinary insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: pet owner reported that the needle hub separated and stayed inside of the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned a single 0.3ml, 29 gauge, 12.7mm syringe from lot 1253642. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1253642. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated.

Event description:
It was reported that the bd pet syringes veterinary insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: pet owner reported that the needle hub separated and stayed inside of the shield.